Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following information was received by the initial reporter with the following verbatim (B)(6) 2025 patient here for taxol, herceptin, 3rd treatment. Piv was placed in patients l hand. Paper tape was applied to the cstd and at the piv site. About half way through the 3-hour taxol, patient had to use the bathroom. When patient came back from the bathroom, before sitting down, the rn checked the piv site and connection. Everything looked good. Right after the patient sat down, the rn noted drops of fluid coming from the connection (n35-0) to regular tubing. Chemotherapy did not get on the patient. It fell to the floor. Approximately less than 5 ml were spilled. Rn noted that the tubing was kinked just after the hard plastic connection site. Rn reconnected the tubing and applied a 3rd piece of tape above, on the patient¿s dressing to prevent further kinking. Rn notified pharmacy and physician. No new orders given.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.